Event description:
Technician alleged fluid ingress on the ucm board.

Manufacturer narrative:
Technician replaced the board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. No injuries were replaced due to this malfunction. No further investigation will be performed.